Manufacturer narrative:
The glidescope titanium lopro t4 blade was replaced for the customer. The blade was returned to verathon for evaluation. The technical support representative connected the returned blade to a test video cable and test monitor. The flickering image was duplicated, however the reported "no image" message was not confirmed. It should be noted that the glidescope video monitor does not display a "no image" message, it is likely that the message the customer saw was the "attach video cable" message. Upon review of the device history for the serial number (B)(4) , it was determined that the device was manufactured on 07/20/2016 and the one (1) year warranty period has expired. Since there are no repairs available for the titanium lopro blades and the customer received a replacement blade the returned blade was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4 blade, the image would flicker then the video monitor would display a "no image" message. A second glidescope system was used to complete the procedure, reportedly there was a four (4) minute delay while the second device was prepared. No harm to patient or user was reported.